Event description:
While patient was on cardio-pulmonary bypass undergoing a repair of subpulmonary obstruction, the internal paddles connected to the defibrillator failed to discharge. Another defibrillator and internal paddles were obtained without delay and the internal paddles successfully charged and discharged. Md was present. Defibrillator and internal paddles were sent to biomedical engineering for analysis. When analyzed by biomedical, the defibrillator worked when the defibrillator analyzer was connected but the internal paddles were found to be defective.